Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for the procedure, the farawave the flush port detached. The scrub tech tried to remove the flush from tubing from the flush port of the farawave catheter and it broke off. The device was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, an overall visual inspection did not identify failures or evidence that could be lost due to decontamination process. During visual inspection, the strain relief was detached from the luer and the luer did not return back with the device. Next, under microscope and with uv light, it was able to observe that the strain relief was detached from the luer. Therefore, the reported allegation of luer detachment of device or device component was confirmed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during preparation for the procedure, the farawave the flush port detached. The scrub tech tried to remove the flush from tubing from the flush port of the farawave catheter and it broke off. The device was replaced, and the procedure was completed without patient complications. The device is expected to be returned.